Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for defective locking mechanism with the incident lots was not observed. Each sample was hand activated to evaluate the safety shield falling off. The safety shield was rotated backward with ease with no IV shield lift identified. The safety shield was then engaged over the IV needle. The lock-out features engaged appropriately and no breakage, full or partial disengagement of the safety shield from the body of the unit was identified. A review of the device history records was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd is aware of this product issue and further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Based on evaluation of the customer samples, the customer¿s indicated failure mode for defective locking mechanism with the incident lot was not observed as the samples met the required specifications. However, further investigation has been initiated for this product issue. The investigation is still on-going and improvements will be made as the potential causes are identified. A CAPA has been initiated to document further investigation and root cause analysis relating to this product issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this product issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that there was multiple needle safety failures of the bd vacutainer® eclipse¿ blood collection needle(s). There was no report of injury or medical intervention.